Manufacturer narrative:
(B)(4). Date sent: 5/14/2026. D4: batch # 694d04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with no reload present, the pin latch detached returned inside a plastic bag. Further analysis shows the anvil shroud detached from the anvil metal due to the anvil shroud damaged in the area where the pin latch is placed. No further functional testing could be performed due to the condition of the device. In addition, a tyvek returned along with the device. No conclusion could be reached as to how the damage to the device occurred. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 694d04, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, a pin fell out from the device and device was unable to be used afterwards. No patient consequences were reported.